Manufacturer narrative:
The meter and test strips were requested for return; replacement product was sent. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. To minimize these differences, in a monitoring situation, it is recommended that each site uses results from one type of thromboplastin method for each patient. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation = lay user/patient.

Event description:
The initial reporter complained of errors and questionable inr results using a coaguchek xs meter with serial number (B)(4) when compared to a laboratory test using an unknown method. At 12 pm the results from the meter were 3.4 and 3.8 inr using different fingers. The laboratory result, within 4 hours, was 2.4 inr. The patient's therapeutic range is 2.0-3.0 inr. The patient tests weekly.